Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the battery drawer was broken, the atrial connector was broken, and the lower part of the display was not working, the display was defective. (B)(4).

Event description:
It was reported that the atrial connection on the left side of the device was broken, and the battery drawer cover was missing. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.